Event description:
It was reported during a dual chamber pacemaker case, the right ventricular (rv) lead exhibited no sensing or impedance parameters. When the physician elected to reposition, the rv lead helix failed to extend. The rv lead was not used, and a new lead was implanted. The patient was stable.

Manufacturer narrative:
The reported events of helix mechanism issue, failure to sense, and impedance problem were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the helix region found no anomalies or distortion of the helix that would contribute to the helix issue reported. X- ray examination found the inner coil over torqued at the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the blood/tissue clogging the helix region. The reported events of impedance problem and failure to sense were due to internal shorting, which resulted from procedural damage.